Event description:
It was reported that during the operation, the machine suddenly stopped working of the ventilator function, and the same failure occurred after replacing the flow sensor and calibration, stop using the anesthesia machine and replace it with a spare machine. No health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Manufacturer narrative:
It was reported that during the surgical work, the machine suddenly stopped working on the ventilator function, and after replacing the flow sensor calibration with the same failure, the use of the anesthesia machine was stopped, and the machine was taken over with a spare one. When dräger was informed of this incident through adr system, the case was reported to the manufacturing plant in the form of a complaint. After investigation, 1. The customer did not contact dräger engineers to participate in the maintenance of the incident, the information received by our company was very limited, so we could not confirm the root cause of the incident. 2. When there was a failure of the ventilator, the customer replaced the flow sensor, and the problem was not solved. This description shows that the customer is not familiar with the working principle of our equipment, because the flow sensor does not cause respiratory failure, we suggest that the customer contact the manufacturer for maintenance and training in the use of (if necessary). H3 other text : device not available for investigation.

Event description:
It was reported that during the operation, the machine suddenly stopped working of the ventilator function, and the same failure occurred after replacing the flow sensor and calibration, stop using the anesthesia machine and replace it with a spare machine. No health consequences have reportedly occurred.